Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 460 mg/dl. Customer stated the pump was dropped in the sink of water and the battery cap broke. Customer stated the infusion set was leak. Customer declined to troubleshoot. The insulin pump will not returned for analysis.